Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to duplicate the customer complaint regarding an over temperature (overtemp) alarm; however, upon receipt we found a damaged capacitor on one of the driver boards, which caused the unit to exhibit a "heater power I/o fault" alarm. We were unable to investigate the disposable set, as neither the sample nor lot number was provided. We have reached out to the user facility to determine the lot number of the disposable set, as well as the type of infusate used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The manufacturing records for this serial number were reviewed and nothing notable was observed. The unit had not been returned to belmont for servicing since it was initially shipped to the customer in 2012. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the rapid infuser experienced an "overtemp" alarm after a few hours into a case. The unit was subsequently brought to the biomed lab and began exhibiting a constant "heater power I/o fault" alarm.